Event description:
Dexcom was made aware on 10/08/2024, that on 09/28/2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2024. The pediatric patient experienced a skin reaction with pustules on the needle puncture site, which occurred same day the sensor had been inserted in the upper buttocks. The patient went to the hospital and consulted a doctor, and they prescribed rinderon (ointment) and flomox (oral). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).